Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p3f0555); egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p3f0555); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, three staplers had firing issues. One stapler did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The second stapler also did not fire. The surgeon was able to press the green button and squeeze the handle, but the handle ran idle and was floppy with no resistance. The third stapler also did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. All three staplers were replaced by another device from another manufacturer. The surgical time was extended for 30 minutes due to the issue. There was no patient injury.